Event description:
Boston scientific received information that this patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. The episode started in the vt-1 zone which was programmed to monitor only, then the rhythm accellerated in the vt-1 zone where the patient received inappropriate therapy. The physician elected to leave device programming as is and treat the patient with medication. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted for premature battery depletion several years later. This report is being filed to submit the analysis results.